Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent minimum fill notification occurred after filling the cartridge with 300 units of insulin. Additionally, it was reported that multiple occlusion alarms occurred. Customer¿s blood glucose was 160 mg/dl. Reportedly, the customer reverted to alternate insulin therapy for diabetes management.